Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient's age at the time of implant incorrectly.

Event description:
Additional information was received from the patient's neurologist which included the patient's settings on (B)(6) 2011; however, no additional information was provided. Of the vns programming history database revealed history on (B)(6) 2011 but not on the date of surgery. The device was initially interrogated on (B)(6) 2011 at disabled settings with 0ma output current. The device was then programmed to 2.0ma on this visit. It is unable to be determined from the available history for the reason for the device disabled condition on (B)(6) 2011 upon initial interrogation. Attempts for the surgeon's flashcard have been unsuccessful to date.

Event description:
It was reported that the pt's vns was not programmed on after surgery as the family had wanted. As a result, the pt has had many seizures since surgery. It is unk why the pt was not programmed on during surgery. Attempts for further info have been unsuccessful to date.